Event description:
The device stopped working during the unknown procedure. The end effector was removed and replaced. The generator was turned off and on. The user was unable to get the device to work. There were no reported patient consequences.